Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a scheduled maintenance. The cse replaced the dilution tray turntable (dtt) and reagent reaction bath (rrv) cuvettes. The cse installed new lamp and performed maintenance on dilution tray wash unit dispense (dwud) and reaction tray wash unit (wud). The cse replaced bulk bottles and brown reagent wedges. The cse performed sample tracking on the sample pipetting probe (spp) splash guard and replaced the sample probe wash pump (scp) seal. The cse ran wash 2, lamp energy and cell blank, which passed. The customer ran calibrations and quality controls, which were within range. The cause of the discordant, falsely elevated ca result on a patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained on a patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca result.